Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit will not power up with known working pad-paks.

Manufacturer narrative:
Exemption number e2015058. On receipt of the device the history and memory logs could not be downloaded. This indicates a fault. A test pad-pak was inserted into the device and the device failed to power on however instructional leds were illuminated along with a flashing red status led and failure chirp. This would confirm the reported fault. The device was disassembled for investigation. No visual abnormalities were found with the components on the printed circuit board. Extensive testing was carried out during the investigation however the fault remained. The microprocessor was replaced, the device was now successfully connecting to the pc and can be powered up. The history and memory logs were downloaded and showed the pad-pak was first installed on the 17th august 2012 and performed to specification up to the last log entry on the 7th october 2012. No log entries were recorded after this date indicating the fault occurred after the last log entry on the 7th october 2012. Investigation found the reported fault can be attributed to failure of the microprocessor.